Event description:
A medical center reported, that they had difficulty connecting a heaterwire adapter inspiratory plug to the heaterwire socket of a rt132 infant breathing circuit. They stated that the socket appeared to be smaller compared to the heaterwire adapter plug. Apparently the same heaterwire adapter connected properly to another breathing circuit heaterwire socket. The fault was discovered prior to use on a patient.

Manufacturer narrative:
Method: the complaint device was visually inspected. Results: one of the inspiratory limb heaterwire pins was slightly bent. This prevented the insertion of the heaterwire adapter. Conclusions: the device was out of specification. We are aware of other complaints where the heaterwire adapter could not be connected to a heated breathing circuit due to bent pins. The occurrence rate for such complaints is 0.001% worldwide for the last year. We continue to monitor all complaints with such faults for any change in trend.